Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the right middle cerebral artery (mca) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed seven coils using a non-penumbra microcatheter. The physician then was unable to advance a smart coil through the hub of the microcatheter despite attempting twice, and therefore, the smart coil was removed. The physician then re-sheathed the smart coil, soaked it in saline, and examined it, however no abnormalities were found. The physician re-attempted to advance the same smart coil through the same microcatheter, however again felt resistance and removed the smart coil. The procedure then ended at this point. There was no report of an adverse effect to the patient.